Manufacturer narrative:
Correct h6 from pump to controller.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported recurring omnipod 5 app error alerts and inability to clear three notifications on the controller. The patient then separately described a medical event that occurred on (B)(6) involving high blood glucose, vomiting, and hospital admission for diabetic ketoacidosis after a pod appeared to fail to deliver insulin. The patient¿s blood glucose rose to 24.7 mmol/l (444.6 mg/dl) while wearing the pod for an unknown duration. A new pod was applied before arriving at the hospital but was deactivated to receive intravenous (IV) treatment. The patient was treated with IV therapy including insulin and a protein bag and was instructed to inject 12 units of long-acting insulin. The patient stayed in the hospital overnight and was discharged the following day once symptoms had been resolved.